Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
In (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue; cartridge compartment. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/29/2016 with the following findings: during investigation, the cartridge compartment was intact. Unrelated to the original complaint, the battery compartment was cracked from the top above the pad to the cover part. Unrelated to the original complaint, a call service 069 alarm was emitted at power up. The pump was unable to recover from the call service 069 alarm after reboot. The call service 069 failure was written to the black box as a call service 087 failure. Investigation revealed that a language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.